Manufacturer narrative:
Health professional, occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the "right pump got hot and is blue alarming" during treatment. There was no reported patient harm.